Event description:
Pt called lfs in 2003 alleging their ot ultra meter would prompt only an error 4 message. No symptoms reported, no medical intervention required. The issue was not resolved with troubleshooting. No further info was reported.